Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. Oscillating saw attachment (B)(4) was returned for complaint investigation. Upon receipt, the attachment was visually inspected with observation of scratching and wear. The locking mechanism of the blade was missing several pins. It was noted that the attachment operated normally and the bearings rotated freely. The device was not returned to the customer; a replacement was sent. The root cause of the reported event is undetermined.

Event description:
It was reported that the universal oscillating saw attachment did not work at full speed. The device was replaced with one from another set and the case continued on without incident.